Event description:
Event description: tamponade alerted 2 hours after end of procedure. Procedure with both mapping catheters from (B)(6) and boston scientific ablation catheter and sheath farawave and faradrive was surgery delayed due to the reported event? No; action taken when event occurred? Alert date only couple hours after procedure; was procedure successfully completed? Yes, were fragments generated? No; if yes, were they removed easily without additional intervention? Unknown; patient status/ outcome / consequences: yes; patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Tamponade; was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc; revision) required: unknown; is the patient part of a clinical study: unknown; (B)(6); device property of: none; device in possession of: none. (B)(6), device property of: none, device in possession of: none. (B)(6), device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).